Manufacturer narrative:
The evaluation found the adhesive at the distal end objective lens was peeled off. Additionally, confirmed air/water leakage due to cut from the video cable. Collapsed/buckled insertion tube. Adhesive of bending section is chipped or peeled off. Deformation or breakage to the connector and control body. Scope connector label is peeled off. Stain on the connectors. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the asset/loaner endoeye flex deflectable videoscope was returned for a reported ¿air leak from curved part¿ which occurred during an unspecified event. The scope was returned for repair. Upon inspection and testing, the adhesive at the distal end objective lens was peeled off. No patient injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The presumed cause of this suggested phenomenon was stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.